Event description:
Customer reported multiple issues, including touchscreen responsiveness. There was no adverse impact to the customer's blood glucose level. Customer declined troubleshooting and was in the process of obtaining a new device.